Event description:
Wheelchair bound patient was having a mammogram. The technologist thought it would be easier for the patient to remain sitting. Patient proceeded to move motorized wheelchair forward into position. The wheelchair rolled onto the foot pedal. The gantry on mammography machine moved down on top of the patient's lap and stomach squishing her. The technologist tried to lift up on the gantry to stop it, but that did not work. She quickly stepped on the pedal to make it go up.